Event description:
In 2004, the pt reportedly experienced intermittency followed by no sound percept. In 2004, the pt was seen at the center for device eval. Testing performed revealed out of range electrode impedance measurements. The next month, the pt was seen by a co rep for eval. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.